Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a2, a5, b3, b4, b5, g3, g4, h2, h6, h10. Root cause remains unchanged and is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: date of this report, description of event or problem, premarket identification, type of report, type of reportable event, follow up, adverse event problem, concomitant medical products. Reported event was confirmed by review of medical records. Review of the available records identified the following: subscap absent ¿ non-repairable glenoid bone extremely soft limited press fit, but inferior & superior screws obtained excellent fixation loosening concern found loose humeral component, notes significant humeral bone loss (15cm), complete loss of rotator cuff and retained bone in back of humerus. Glenoid was well fixed but removed due to concerns of instability. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tm humeral head, unknown tm humeral stem, unknown tm base plate. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03613, 0001822565-2019-03616, 0001822565-2019-03619. Device location unknown.

Event description:
It was reported that the patient underwent revision of a left total shoulder arthroplasty subsequently, the patient was revised due to pain, loosening, and alteration in sensation, rom-limited mobility, and infection approximately three (3) years, five (5) months. No additional patient consequences were reported.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.